Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00410 on october 19, 2020. October 24, 2020 additional information: the answer to the question "was this device serviced by a third party?" Was received as "no". Section d8 has been updated with this information. Decontamination of the advia centaur xpt system was performed on (B)(6) 2020. Confirmatory testing post decontamination was within specification. The calibration was acceptable and the quality control was within range during dates of testing. The customer has an indeterminate range for repeat analysis. All samples with values 0.6 and above are repeated. The customer performs testing on alternate method for confirmation. The customer is currently not using the siemens cov2t assay and is testing all samples on a non-siemens alternate platform. Siemens healthcare diagnostics continues to investigate.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00410 on october 19, 2020. Siemens filed the MDR 1219913-2020-00410 supplemental report 1 on november 17, 2020. November 25, 2020 additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive / reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xpt sars-cov-2 total (cov2t) lot: 004 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The repeat testing was performed on the primary tube and aliquot . The sample tube type is vacuette premium cat serum sep clot activator 5ml. The customer service engineer (cse) performed a total service call. The cse observed a tube kinked and semi perforated on the tube sample path. The complete sample circuit tube was replaced, and system was verified while sampling and working as intended. The system was decontaminated. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) results for samples from two patients on (B)(6) 2020. The results were reported to the physician and were questioned. The samples were repeated on (B)(6) 2020 and the results were nonreactive (negative). There are no known reports of patient intervention or adverse health consequences due to the discordant reactive cov2t results.